Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Final angiogram revealed a type ii endoleak, and the physician decided to monitor the patient. On (B)(6) 2008, one month follow-up imaging showed the persistent type ii endoleak. The physician decided to continue to monitor the patient. On (B)(6) 2009, six month follow up imaging showed the persistent type ii endoleak. The physician decided to continue to monitor the patient. On (B)(6) 2009, one year follow up image showed the persistent type ii endoleak. The physician decided to continue to monitor the patient. On an unknown date, aneurysm enlargement due to the persistent type ii endoleak was identified. It was not reported how much the aneurysm grew. On (B)(6) 2010, coil embolization of a lumbar artery was performed to treat the type ii endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Results:the review of the manufacturing paperwork verified that this lot met all pre-release specifications.